Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacture ref no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and a deflection issue occurred. The stsf catheter stuck during the mapping phase of the left artery. The physician was able to unstick the catheter by manipulation. Catheter replacement resolved the issue. No adverse patient consequences were reported. The deflection issue has been assessed as not reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. This event is being reported because on (B)(6) 2019, the biosense webster inc. (Bwi) product analysis lab (pal) received the device for evaluation and found a cracked pebax with reddish material in the sleeve. The reddish material in the pebax sleeve was assessed as not reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The observed cracked pebax has been assessed as MDR reportable as the catheter integrity was compromised. The awareness date has been reset to (B)(6) 2019.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and a deflection issue occurred. The investigational analysis completed 2/11/2019. The device was visually inspected and reddish material was found inside the pebax with no internal parts exposed. During the second visual inspection, the pebax was found cracked and the internal parts were observed exposed. Then, deflection test was performed and it was found within specifications, the catheter was deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint cannot be confirmed since the catheter was deflecting correctly. The root cause of the damage on the pebax cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure. However, this cannot be conclusively determined. Manufacture ref no: (B)(4).